Manufacturer narrative:
Approximately 22 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the driveline found some breakdown to the metal braided shield adjacent to the connector bend relief. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires did not find any evidence of damage or wear. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient received a pump exchange on (B)(6) 2017 and the explanted device was returned assembled with the driveline cut approximately 9 inches from the pump housing and the severed distal end portion, measuring approximately 31 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations that could have obstructed the blood flow through the device. The driveline portions were tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires showed a breach to the insulation of the green wire approximately 9 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high-potential testing to verify the integrity of each wire''s insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the green wire made contact with the braided shield, the resulting electrical short would have resulted in the pump speed reductions and stoppages observed in the submitted system controller log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The replaced portion of the percutaneous lead (driveline) and the lvad pump have been received for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that the lvad system produced elevated pump power readings, and that a pump stoppage event had occurred one week prior with manipulation of the driveline. The system controller was exchanged without resolution of the elevated pump power readings. The patient was reported as symptomatic; however, the symptoms were not specified. The manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement; however, a pump stoppage occurred post-replacement. The patient underwent a pump exchange on (B)(6) 2017. It was reported that the patient was ¿doing well¿ post-exchange.